Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein one lead was explanted and replaced and one lead was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced auto reducing with their drg system due to high impedances present on the left l1 and left t12 drg leads. As a result, surgical intervention may be undertaken at a later date to address the issue.